Event description:
Intera oncology was notified that a hepatic artery infusion (hai) pump serial number (B)(6) was explanted on (B)(6), 2026. Follow-up information indicated the pump had previously undergone revision dating back to (B)(6) 2025. On (B)(6), 2026, the patient went for another revision and pump pocket washout was performed. The patient was admitted in (B)(6) 2026 for two days due to fluid surrounding the pump, with methicillin-sensitive staphylococcus aureus (mssa) identified. The patient was treated with antibiotics and discharged. The patient experienced persistent re-accumulation of fluid surrounding the pump, resulting in pain at the implant site and incision dehiscence, and the physician elected to explant the device.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The sterilization cycle is validated to sal 10 -6. Based on the information provided by the clinic, the reported event was not related to a device malfunction or performance issue. The pump was explanted due to persistent re-accumulation of fluid surrounding the pump, resulting in pain at the implant site and incision dehiscence. Therefore, intera oncology's evaluation concludes that the reported event was attributable to the patient's clinical condition rather than a malfunction of the pump.